Event description:
It was reported that the user¿s pump displayed a dosing stopped enter bg alert following a full supply change while the paired libre 3+ sensor had expired, leading to sensor unavailability and a system-driven suspension of automated dosing until a blood glucose value was entered. No reported clinical symptoms, with a fingerstick blood glucose of 225 mg/dl. Outcomes included temporary suspension of automated insulin dosing with restoration of dosing after the user applied and paired a new sensor and confirmed return to target range. Investigation included customer care troubleshooting and education covering sensor replacement, pairing, and warmup, and verification of successful sensor scan and manual bg entry. Investigation of this case revealed that the dosing suspension was consistent with expected device behavior when the cgm sensor is expired or not providing readings. It was concluded that the device performed as designed, and the event resulted from use with an expired sensor rather than a device malfunction. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.